Event description:
During the follow up, the device was found in back up mode. It has been re-initialized during the follow up.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. - the device has switched in standby mode on 8th of september 2023. The root cause of this corruption could not be identified with certainty, but the most probable hypothesis would be a seu (single event upset). - the device has been reinitialized correctly on the same day between 10:18 am and 10:20 am. Normal operation was restored after the re-initialization. - based on the available data, no issue is suspected on the subject pacemaker.